Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader nagd190-g1638 has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader self test was performed and the test passed. The user reported that the reader was very hot when it was charging. No burn marks or components damage were observed. Visually inspected the power adapter and no issues were observed. Load tester was used to test returned power adapter voltage and the result was within the specification range. Power adapter passed testing. Visually inspected the usb (universal serial bus)/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the pcba (printed circuit board assembly) and no issues were observed. Thermal camera was used to inspect the pcba and no hotspot was observed. The battery voltage was measured and the result was not within the specification range. Replaced returned battery with known good battery. Nxp processor was present. An extended investigation was performed. A review of the case history was performed. No issues were observed on the reader. A visual inspection was performed on the returned de cased reader and no issues were observed. The reader event log was downloaded and reviewed. No cybersecurity events were observed. The reader self test was performed on the reader and passed successfully. The returned battery voltage was measured and the result was within the specification range. Used thermal camera to inspect the pcba and observed no hotspot. Power consumption test was performed and the off current was measured to be within the specification range. Load tester was used to test returned power adapter and the result was within the specification range. The usb cable was tested and no opens or shorts were observed. The battery was observed to be within specification and the off current was also within specification. Hence, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.